Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient smelled a burnt smell when plugging up the communicator. The patient stated that the communicator also showed a steady yellow call doctor icon. A boston scientific company representative advised the patient that the communicator will be replaced. The communicator was deactivated. No adverse patient effects were reported.